Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting from tandem technical support. Reportedly, the customer will set up new pump and resume insulin therapy.